Manufacturer narrative:
The technician replaced the ucm cable and board to repair the bed.

Event description:
Information received indicates the bed is alarming, the ucm cable is pinched and the ucm board has fluid on it.